Manufacturer narrative:
Product event summary: the balloon catheter 2af283, with lot 39262, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for fourteen injections. The catheter passed the performance test as specification. The dissection and pressure testing did not show any leaks but did show a guide wire lumen kink at 1.3 inches from the tip. In conclusion, the reported issue was confirmed. The catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the inner lumen of the catheter was kinked after the first inflation. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.